Event description:
A sudep evaluation was performed, and the death was determined to be probable sudep. The official cause of death was other and unspecified convulsions.

Event description:
A sudep evaluation was performed, and the death was determined to be probable sudep. The official cause of death was other and unspecified convulsions.